Manufacturer narrative:
H3: one cadd legacy 1 pump was received in good physical condition. The event log was reviewed and there were high pressure alarm messages after the pump started. A functional test was performed and the pump was visually inspected. The reported "high pressure alarm" issue could not be replicated. The visual inspection found that the pump's event history logs showed "high pressure" alarm messages after pump started. It was recommended that the downstream occlusion sensor be replaced. The cause of the issue is unknown.

Event description:
Information was received indicating that while in use with a patient a smiths medical cadd-legacy one ambulatory infusion pump exhibited a high pressure alarm. It was reported that there were no kinks or blockages in the tubing. Per reporter, patient subsequently switched to backup pump to receive remaining infusion treatment. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.